Event description:
Balloon on foley catheter was inflated in or (operating room) prior to placement for cesarean section. At the end of the case, the foley slid out of the urethra during fundal massage; balloon appeared deflated. While investigating situation, the balloon was re-inflated with a flush, and water leaked out of holes in foley balloon.